Event description:
Patient 11 of 18 it was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, there was an incorrect gel in the tubes. Samples had to be recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo shows one sample with gel in the tube. A total of 100 retained samples were visually inspected; no gel was found in the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel incorrectly in tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.